Event description:
A malfunction on the pump was reported, and it was stated that there were no notable events prior to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, with no recurrence of the malfunction after the reset. The customer was allowed to continue using the pump with the instruction to contact support if the malfunction reoccurs.